Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. Date of event is an approximation. On (B)(6) 2025, it was reported that the patient experienced inaccurate cgm values. She had a reading of 89 mg/dl on the mobile device but she was confused and disoriented. Her husband checked the bg which was 43 mg/dl. He called emergency medical services (ems). Ems gave her glucose, made her eat peanut butter jelly sandwich and milk. She was hooked to IV and oxygen. She was not taken to the hospital. She said she was feeling fine during the call. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia.